Event description:
It was reported that the device would not complete the boot up cycle. There was no pt involved with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the device only goes into the self test mode upon power on. Physio replaced the system control pcb, user interface pcb and the user interface pcb to system/memory pcb assembly flex cable assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system control pcb, user interface pcb and the user interface pcb to system/memory pcb assembly flex cable assemblies at the failure analysis center and found no failures. Extensive testing was unable to determine further component root cause.